Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium error, coil cord, and a catheter inflation error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. Corrected fields: d5, e2, e3, g2, h6(problem code). A getinge field service engineer (fse) evaluated the unit and was not able to replace the reported failures. Fse replaced scroll compressor as it was expired. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.